Event description:
A customer reports an "explosion" of their abbott diabetes care device, after 5 days of usage. No further details were provided. There was no report of fire, smoke. Or shock. There was no report of death, serious injury, or mistreatment associated with this event.